Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in at the time of the event. The ccc instructed the customer to perform three advance cleans and replace the sensor. The customer ran qc five times. The instrument continued to show issues. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the integrated multisensor technology (imt) module, standard a probe housing, and the tubing from imt consumables. The cse primed fluids and removed air bubbles. The cse performed a quickcheck 1, resulting within specification and ranges. Qc was performed, resulting within range. The cause of the discordant, sodium results and the discordant, falsely depressed chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, sodium results and a discordant, falsely depressed chloride result were obtained on three patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate dimension vista instrument. For sample ID (B)(6), sodium repeated lower and chloride repeated higher. For sample ID (B)(6), sodium repeated lower. For sample ID (B)(6), sodium repeated lower. The alternate instrument results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium results and the discordant, falsely depressed chloride result.